Event description:
The customer requested "repair and pm service" for the heartstart mrx. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.